Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that the device would not power on. The customer informed the rse that they had replaced the power cord and it resolved the issue. The device was confirmed to be operating fine following the replacement.